Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized for a high blood glucose of 480 mg/dl and diabetic ketoacidosis. The event occurred on (B)(6) 2017. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.